Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual test to reservoir. Found plunger easy to release from stopper-plunger.

Event description:
The customer stated that the plunger on the reservoir will not twist off. Prior to the event, the patient stated that she did not loose the plunger before filling the reservoir, but currently the unit is now filled with insulin. The blood glucose reading was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.